Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that after implant the patients lead was having high impedance issues immediately after implant. Surgical intervention took place where the patients newly implanted lead was explanted and replaced. Therapy restored post-op.